Manufacturer narrative:
Follow-up with dr. (B)(6) on (B)(6) 2019: patient issue has resolved as of (B)(6) 2019.

Event description:
On october 4, 2018: dr. (B)(6)'s office called consultation to report that pt. Had corneal abrasions two times (x2). Treated with steroid/antibiotic treatment combo tobradex. Doctor thought first abrasion was due to foreign body (fb). Then second abrasion occured due to central bearing. Original order sent in as regular cornea. Viewing topography sent today (4 october 2018) early pmd (pellucid marginal degeneration). Need to be re-fit. Will speak to pt. Regarding cost/cgh. Patient injury form sent to doctor. On december 10, 2018: patient injury form and two labeled lenses received at customer care/returns dept. Patient injury form stated the following: potential patient injury codes: eye care professional checked off 105- other injury. Patient injury information: checked off yes; the injury occured during the 90 day fitting period. Right eye (od) was uncomfortable, removed lenses mid-day, "feel" decreased comfort, right eye (od). Could not remove lens (B)(6), slept in them overnight. Eyelash appeared to be trapped under the lens. Checked off yes; the patient has pre-existing condition(s) (dry eyes) that may have caused or contributed to the event. Checked off yes; medical treatment was required to resolve the injury. Patient "treatmewnt" information: treatment was (the) therapeutic, tobradex od (right eye) qid (4 times a day) for x2 weeks. D/c (discontinue) contact lens wear. Condition has not resolved as of (B)(6) 2018. Patient to return on (B)(6) 2018 to check va (vision awareness) "ans" assess cornea. Decreased va (vision awareness) od (right eye) will reassess @ next follow-up. On (B)(6) 2018: abrasion improved. On (B)(6) 2018: to (topography) spk (superficial punctate keratitis) od (right eye)- cleared up 2 weeks later. On (B)(6) 2019: follow-up from consultation with doctor's office. Eye care professional confirmed the injury was treated therapeutically and not prophylactically with tobradex qid (four times a day) x 10 days to reduce swelling of secondary edema, no active infection.